Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with 120 units of insulin. The customer loaded a new cartridge with 180 units, and reported receiving an inaccurate fill estimate. The customer's blood glucose level was 180 mg/dl. The customer declined to reload the cartridge and would continue to monitor the insulin gauge.